Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in italy. It was reported that the patient faced an infusion set cannula broken event on 22-nov-2024. The insertion site was at abdomen. Infusion set was used for 2 days. Patient experienced bleeding at site. No further information was available.